Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had critical pump error. The customer¿s blood glucose level was unknown. The customer stated that they had critical pump error on the insulin pump screen. The customer stated that they had other pump error before critical pump error and was unable to hear. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Unable to conform critical pump error alarm due to blank display. Corroded motor assembly noted during visual inspection.